Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: hw40408 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was in acute decompensated heart failure and was admitted for shortness of breath with cough. A chest computerized tomography (CT) revealed ill-defined patchy groundglass opacities in bilateral lungs and improving of groundglass opacity consolidations in the right lower lobe, suggesting persistent multifocal inflammatory infectious process/pneumonia. The patient was afebrile and white blood count was not elevated but they were treated for symptoms. Additionally, a right heart catheterization revealed elevated left heart filling pressure, increased pulmonary capillary wedge pressure, and low cardiac index. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history pneumonia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was in acute decompensated heart failure. The patient was admitted for shortness of breath with cough. Chest computerized tomography (CT) revealed ill-defined patchy groundglass opacities in bilateral lungs and improving of groundglass opacity consolidations in the right lower lobe suggesting persistent multifocal inflammatory infectious process/pneumonia. The patient was afebrile and white blood count was not elevated but they were treated for symptoms. The patient workup also included right heart catheterization that revealed elevated left heart filling pressure, increase pulmonary capillary wedge pressure (pcwp) and low cardiac index (ci) and a ramp study was also done at time. The patient's hemodynamics were better when at a higher speed but the patient was known to not tolerate higher speeds in past. Speed was increased to 2700 instead of higher speed. Blood pressure increased at this speed, and intravenous (IV) therapy was started. The vad remains in use. No further patient complications have been reported as a result of this event.